Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a vial-mate. It was reported that the vial-mate was coring the vial and slicing off pieces of rubber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured 17 apr 2015 - 21 apr 2015. The device was received for evaluation attached to a vial and a solution bag. Visual inspection revealed that there was grey particulate matter in the vial. The grey particulate matter appeared to be stopper material from vial shearing/coring of the vial stopper. The needle of the device was inspected and there was no visible damage observed. The vial stopper surface was inspected, and there was found to be material missing from the stopper. Functional testing was performed by attaching the device to the returned vial and solution bag and activating the device. The device was found to operate per specification with no coring noted. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.